Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported that an asymptomatic patient underwent a transcarotid revascularization procedure on (B)(6) 2016. The patient experienced hemiparesis on the left side of the body within 24 hours. A CT/cta was performed which showed that the stent had recoiled and there was a thrombus in the right middle cerebral artery (mca). The patient also experienced multifocal atrial tachycardia (mat). A thrombectomy was performed on (B)(6) 2016 and the patient was released to a rehab facility on (B)(6) 2016. No additional details were provided.